Event description:
It was reported that 2 days post implant, the lead had no p-wave measurement, no capture and increased impedance possibly due to dislodgement. It was also reported that the patient had an atrium that did not respond to electrical stimulation. The lead was removed and the atrial port was plugged. The device was programmed vvir 60 mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed; analysis revealed the lead was stretched. There was blood/body fluid (not obstructed) on the proximal conductor, the inner insulation and inner tubing were kinked/buckled, and there was a breached cut on the outer insulation. There was blood in/on the helix mechanism and apparent explant damage. Visual analysis noted the lead had been stretched causing the inner insulation to buckle therefore the helix functions could not be tested.